Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital with dizziness. Upon interrogation, this device and a competitor right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The device was observed to have migrated under the patient¿s arm, however, no damage to the device or rv lead was seen on x-ray. The device was reprogrammed and the patient will continue to be monitored for the time being. The device remains implanted and in service. No adverse patient effects were reported.